Event description:
It was reported that the caller experienced a cgm error 42 related to their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump and walked the caller through the process, leading to a successful restart of the sensor session without further errors.